Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in china. It was reported that the patient had cough and sputum for 3 days, fever and shortness of breath for 1 day. The patient was admitted to the hospital for emergency treatment on (B)(6) 2024; and on (B)(6) 2024, an emergency CT scan showed diffuse lung lesions. The oxygenation index was less than 60 mmhg for more than 4 hours and the ventilator parameters were high. The patient was treated with intravenous-venous extracorporeal membrane lung. When the patient was escorted out for CT examination at 10:00 on the (B)(6) 2024, the battery of the rotaflow console failed and the screen went black. The hand pump was immediately used and the patient's vital signs were stable. It was found by the customer that the battery was due for replacement. Due to the reported shut down a report is required. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that the patient had cough and sputum for 3 days, fever and shortness of breath for 1 day; he was admitted to the hospital for emergency treatment on (B)(6) 2024, and on (B)(6) 2024 an emergency CT scan showed diffuse lung lesions, the oxygenation index was less than 60 mmhg for more than 4 hours and the ventilator parameters were high. He was treated with intravenous-venous extracorporeal membrane lung. When he was escorted out for CT examination at 10:00 on the (B)(6) 2024, the battery of the rotaflow console failed and the screen went black. The hand pump was immediately used and the patient's vital signs were stable. It was found by the customer that the battery was due for replacement. Due to the reported shut down a report is required. According to the ssu (sales and service unit) dated on 2024-10-11 the customer has not confirmed to replace the battery. Based on the given information the reported failure could be confirmed. The root cause for the battery failure could be determined as the lifetime of the battery was passed and replacement overdue. The affected battery has not been replaced for more than two years. A review of non-conformities was performed on 2024-06-07 and during the time from 2021-05-05 to 2024-06-05 there are no non-conformities in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced on 2021-05-05. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / v15. Chapter 3.3.4 check battery capacity every 6 months, at the latest. The battery must be replaced by the authorized technical service every 2 years, at the latest. The battery must be replaced sooner if it cannot be fully charged within 8.5 hours or if the system cannot be operated with the fully charged battery. Chapter 5.6.1 before starting the application, check the points listed in "check before every use". Before each use, ensure that the batteries are fully charged. If the battery capacity is low an acoustic signal sounds on the device. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.